Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03209. It was reported that the burr became stuck with the stent. The target lesion was located in the right coronary artery. A 3.50x20 synergy ii des and a rotablator burr were selected for use. During procedure, when the synergy stent was inserted into the patient's body, it was noted that the rotaburr became stuck to the stent. Consequently, the stent and burr were removed from the patient's body and another synergy stent was used. No patient complications were reported and the patient's status was fine.